Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient's wife to test the "try it" feature for alert functionality. The patient 's wife tried all profiles on high and low and reported, the receiver only vibrates. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).